Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer's blood glucose level was 92 mg/dl. Customer declined troubleshooting with tandem technical support and continued to use existing cartridge for insulin therapy.